Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported he damaged his insulin pump while playing hockey last night. Customer checked his blood glucose after the game and it was 60 mg/dl. Customer's current blood glucose is 167 mg/dl. He stated there is a crack on the battery compartment that goes around to the other side. The screen has dead pixels on it. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, scratches on the reservoir tube window, a cracked end cap and a crack on the case.